Manufacturer narrative:
An event regarding loosening involving a mets smiles total knee replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: x-rays by a clinical consultant indicated: the implant in situ was for a mets tkr replacement which was inserted in 2013. The surgeon reported that the femoral stem has loosened. The CT scan provided has shown that there is massive radiolucent lines along the stem between the cement mantle and cortical bone. The distal femur has significant bone resorption and bone defects. Therefore, the radiographic assessment can confirm the reason for revision. Device history review: a review of the product history records could not be performed as the form used to perform the inspection is from a legacy system and it is not possible to confirm whether there were no reported discrepancies. A review of the record does however indicate when the device was accepted into to final stock. The device was accepted on 23 apr 2013. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding femoral component, loosening. There have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was submitted for patient's left distal femur. No diagnosis or notes were stated. Update : letter dated 24oct2019. I reviewed this lady who had a revision left knee in 2013 who has got a loose femoral component. This is a smiles knee. What I would like to be able to do is to perhaps insert a femoral component with a slightly longer stem. Would it be possible to see whether we could perhaps produce one with a stem some 6-7cm longer?

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's left distal femur. No diagnosis or notes were stated.